Event description:
It was reported that the cervical distractor was broken. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. The additional evaluation revealed that the distractor fell apart. The pin was not received for investigation. Our investigation has shown that one arm of the distractor is separated from the joint. This was obviously caused by the missing pivot at the joint. It seems that the weld point, which did hold the pin in position, did break. Based on the provided information and as the pin was not send back for investigation we are not able to determine why this weld broke and the pin fell out.